Event description:
Baxter spectrum iq pump alarmed system error 221 and locked up on failure screen in alarm. Removed battery module to halt alarm. System error 221 not recorded in pump error log. FDA safety report ID# (B)(4).